Event description:
The customer reported false positive antibody screening tests with cell #1 and #2 of biotestcell-p3. The customer did return the supposedly defective product, but none of the patient samples that had caused false positive test results were sent to us for investigational testing. Our quality control laboratory tested the supposedly defective product with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.